Event description:
Customer's husband reported that customer was hospitalized for low blood glucose. Troubleshooting was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have a clamp.